Event description:
Enterprise bed alarm sounding in the middle of the night but when staff went to check on the bed, the resident was sleeping and not moving. No injuries reported.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.